Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04045/04046).

Event description:
It was reported that patient underwent a hip arthroplasty on (B)(6) 2004. Subsequently, on (B)(6) 2014, patient underwent a revision procedure due to alleged lysis around the cup and stem. A review of the invoice history confirmed the surgery dates and indicated that all components were removed and replaced.